Event description:
It was reported by risk management at the user facility that a patient underwent a heart catheterization procedure on (B)(6) 2010. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. It was reported that 7 days post procedure, the patient complained of swelling and redness at the groin. It was reported that an incision and drainage (I & d) and debridement of the right groin was performed in the operating room. The patient was hospitalized for 3 days. No other details were provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited procedure and patient information provided, the cause of the reported local reaction could not be conclusively determined. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use (IFU). In addition, there is no evidence to suggest that the mynx device did not meet specification. Additionally, the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.